Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event was reported to abbott by a (B)(6) health insurance company, regarding a legal case in which the device was explanted due to the premature battery depletion advisory of 2016. The product has not returned to abbott for analysis. No further information regarding the return of the product or any alleged malfunction is available.